Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Device session records were reviewed which revealed the amount of usable battery capacity consumed by the leadless pacemaker and the displayed battery voltage were mutually inconsistent, which deviates from the expected battery profile curve. The root cause of the event was unable to be determined as the product was not returned for to abbott for investigation.

Event description:
During an in-clinic follow-up, premature battery depletion was suspected on the device. No intervention has been performed. The patient is stable.